Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. Per operational and diagnostic analysis confirmed reported issue of the unit sounded like it was running when it wasn't as the motor on the device would operate, but not rotate the blade because the blade would not latch into the unit. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation to address the reported issue by replacing the locking head. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts prior to placement into the device. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device (serial number :(B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the customer via phone that during an unknown procedure the micro tornado handpiece with hand controls sounded like its was running but it was not. The procedure was completed with another like device with no patient harm or surgical delay to the case. The customer could not provide any further information. The device will be returning for evaluation.